Event description:
Infusion pump set for 125 cc per hour per orders. Lactated ringers hung at 14:30. It was noted that entire 1,000 cc's had infused and the pump was still set on 125 cc's per hour. Pt was transferred out of recovery at 16:40. No adverse pt event. The machine was checked and it dispensed incorrectly.